Manufacturer narrative:
The customer did not indicate any impact to the patient. Patient had future adherence flags generated. Engineering investigated this issue remotely through code review and patient data; and determined that it is associated with a software defect. The issue occurs with the following steps: the clinician only saves the active patient's calendar 1 time; and the patient does not submit a measurement; the device attempts to generate an adherence flag. The software defect occurs. Two issues happen as a result of the software error: no adherence flag is generated for that day; and no task is generated 14 days later. A correction to the defect has been completed and is being implemented with customers.

Event description:
Customer reported that some patients have incorrect missed flags. This patient had future adherence flags. The customer did not indicate any patient impact.